Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 6 months. The device was not explanted and no equipment was available for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found deceased at home. The patient lived alone and it was estimated that the patient was in his home approximately 2 days before he was found. No further information was provided.

Manufacturer narrative:
A correlation between the device and the patient's death could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was found with the system controller connected to two depleted batteries, alarming due to loss of power. An autopsy was not performed. The cause of death remains unknown.